Manufacturer narrative:
Manufacturer's investigation conclusion: the controller was returned after momentum 3 study protocol for analysis. Visible signs of fluid ingress was noted on the membrane panel. Deposits were observed on both the power cables. The deposits were cleaned and the controller was connected to a reference power module and a system monitor. No communication was established and the log files could not be retrieved. The heartmate iii system controller was returned to abbott for evaluation. Visible signs of corrosion and oxidation deposits were noted on the power cables and driveline slot. The controller was opened up and white deposits due to fluid ingress was found on the interior of the controller and the main pcb. Multiple components on the pcb was damaged due to corrosion. The root cause for liquid exposure could not be conclusively determined through this analysis. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial (short term, cap, or long term), ide# g140113. FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate 3 system controller is (B)(4). The patient¿s implanting center is (B)(6). The patient¿s device was returned due to clinical study protocol. The event was found during the manufacturer¿s evaluation of the returned device. Approximate age of device ¿ 1 year and 5 months (calculated from the date the system controller was issued to the patient). The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that during evaluation of the returned device, the abbott engineer observed fluid ingress of the system controller. The system controller had visible greenish oxidation on driveline port. The driveline lock mechanism was reportedly sticky.